Event description:
The event is reported as: the bronchial cuff does not open properly. The bronchial cuff only opens to one side. The reported issue was detected during training/demonstration.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.